Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from mc 5w that at 2357, the insulin infusion, which was programmed manually, with an intended dose of 0.5units/hour changed to 50units/hour. It was reported that there was an ivpb given at 1100 on (B)(6) 2020 earlier that day, programmed as a primary, 50ml over 1 hour. The insulin infusion, which was started later that day and manually programmed at 2256, alarmed patient side occlusion, which was resolved when the pump was restarted. Insulin infusion was restored, but the restored rate made it go to 50units/hour. The patient became hypoglycemic as a result of the event.

Event description:
It was reported from mc 5w that at 2357, the insulin infusion, which was programmed manually, with an intended dose of 0.5units/hour changed to 50units/hour. It was reported that there was an ivpb given at 1100 on 6/20 earlier that day, programmed as a primary, 50ml over 1 hour. The insulin infusion, which was started later that day and manually programmed at 2256, alarmed patient side occlusion, which was resolved when the pump was restarted. Insulin infusion was restored, but the restored rate made it go to 50units/hour. The patient became hypoglycemic as a result of the event.

Manufacturer narrative:
The report of an overinfusion was not confirmed. The pcu remained in use after the event and the time/date in question have been overwritten. The reported event occurred on (B)(6) 2020 and the pcu event log begins on (B)(6) 2020. The ikp data shows that at the time of the reported event, pump module s/n (B)(6) was manually programmed to infuse a continuous/bolus infusion of heparin (dose = 0.5unit/hr, rate = 0.5ml/hr) and also a primary infusion of maintenance IV fluid (rate = 50m/hr). A review of the pcu error log found no errors during the time of the reported event. The device was being used for treatment the devices were not returned for investigation. The root cause of the reported overinfusion was not identified. No device was returned for investigation device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 10nov2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 16july2020 and indicated that this device has not) been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed 1 qn (B)(4) was opened for the source device for a blank mac address and p/n tc10011133 assy panel rear pcu m2 was replaced. H3 other text : no devices received, log review only

Manufacturer narrative:
Correction on follow-up(1): ikp data: the ikp data shows that at the time of the reported event, pump module s/n (B)(6) was manually programmed to infuse a continuous/bolus infusion of insulin (dose = 0.5unit/hr, rate = 0.5ml/hr) and also a primary infusion of maintenance IV fluid (rate = 50m/hr).

Event description:
It was reported from mc 5w that at 2357, the insulin infusion, which was programmed manually, with an intended dose of 0.5units/hour changed to 50units/hour. It was reported that there was an ivpb given at 1100 on 6/20 earlier that day, programmed as a primary, 50ml over 1 hour. The insulin infusion, which was started later that day and manually programmed at 2256, alarmed patient side occlusion, which was resolved when the pump was restarted. Insulin infusion was restored, but the restored rate made it go to 50units/hour. The patient became hypoglycemic as a result of the event.